Event description:
It was reported that during placement of a breast tissue marker under ultrasound guidance, marker was deployed and an audible click was heard. When manual compression of the breast post procedure, it was noticed the pva material was extruding out of the tract and the physician use a hemostat to remove the pva as it dislodged from the marker. The marker migrated approximately 2-3 cm. Marker was confirmed via mammography post clip placement, however, patient had to undergo an additional clip placement since the first clip migrated away from the lesion to be marked. There was no patient injury reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was performed. The lot met all release criteria. This is the first complaint reported for this lot number and issue to date. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, it was noted that the breast was under manual compression post procedure. Therefore, it is possible that procedural factors contributed to the reported event. However, the definitive root cause is unknown. The current ultraclip dual trigger instructions for use (IFU) provides general instructions for use of the device, as well as warning, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.